Manufacturer narrative:
Additional information: upon follow-up, it was reported that the patient had completely recovered from the peritonitis event after 24 days. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (2 grams , intraperitoneal and stat dose) and gentamycin injection (80 mg, intraperitoneal and once daily) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.